Event description:
Patient was being monitored with a non-invasive and invasive method. Everything was ok for the first 10 minutes, almost identical readings. Once they were ready to go they stopped the non-invasive. It then started to drop to 66, thought something must be wrong somewhere couldn't see anything. Set-up non-invasive again to double check and it was 140. In the meantime they got in another monitor, they started bolusing the vaso-constrictor which were not necessary. Consultant dr informed reporter that they couldn't "0" the as3 datex machine, it just wouldn't work. They had to replace the whole lot with a new one, which was ok.